Event description:
It was reported that during an unknown procedure, there were malformed clips and they fall out. It is unknown how procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # v95a6v. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed nine conforming clips. In addition, a tyvek wrapper was also returned along with the device. The event described could not be confirmed as the device performed without any difficulties noted and with no product defect identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2021. H2: additional information received: please provide more details, per device, about ¿ they fall off¿ did the clip not hold on tissue or vessel? Fell out of the device. Was device jaw not holding or dropping clips? Yes. If other, please specify were there any patient consequences? No patient consequence mentioned.